Event description:
It was reported that during pre-test, cuffs on two smiths medical trach tubes were not inflating symmetrically. No patient involvement.

Event description:
Investigation completed and summary in h 10.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical tracheostomy/silicone - bivona tubes neo/ped flextend six picture were attached. The original box from p/n 67pfss40 l/n 4023784. Results: when the samples were inflated, the cuff only inflated one side. According to the IFU (10018859-001 rev.100 -instruction for use ? Bivona tts flextend tracheostomy), the cuff was manipulated and it was inflated completely. After the whole cuff inflated, it was deflated and inflated 4 times, all the times the cuff inflated completely. When the cuffs were measured, the percentage for the symmetry was for sample 1:45% and sample 2:45%. These results are over 33.3% that is the minimum acceptable. Based on the test, the units are within specification the complaint is not confirmed. By the date that this investigation report is documented CAPA-(B)(6) is under implementation results phase. The solution to be implemented will be enhance the existing manufacturing teflon application process to reduce process variation to ensure teflon is fully distributed between the cuff and shaft interface. The expected due date of this phase is (B)(6) 2021.